Manufacturer narrative:
A patient's system was explanted due to possible infection was reported to abbott. The patient was hospitalized to address the infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information but were unsuccessful.

Event description:
It was reported patient's system was explanted due to possible infection at an unknown time. However, the location of infection was unknown. The patient was hospitalized to address the infection.